Event description:
Rec'd notice of complaint concerning above product complaint form filed by facility. Reports two events in which a leak occurred from the pump segment. Both leaks have occurred within the first 15-20 minutes of the treatment. The first event had a reported blood loss of 250cc due to the leak and loss of the extracorporeal system. The pt was stable and did not require any medical intervention. A new system was set up and the treatment was completed without further incident. The line was not saved from this event. Companion samples are available. A response letter and mailer have been sent to the facility. A medwatch form was filed for blood loss only.